Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a0401 captures the reportable event of loop broken. Block h11: the returned captivator snares was analyzed. During visual inspection of the returned device, the working length was found to be kinked. In addition, the flare was detached from both the working length (strain relief) and the handle. Examination under magnification confirmed evidence that the flare had been previously formed, and the loop remained intact. Continuity and electrical testing were performed, and the device was found to be within specification. Finally, the device was tested using the erbe unit (bsc0077509), and no issues in delivering energy to the snare. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of snare loop cutting problems and loop broken were not confirmed. It was found that the working length was kinked. In addition, the device had the flare detached from the working length (strain relief) and the handle. The condition of the flare suggests that it had been manipulated. These issues likely occurred due to the way the device was handled and manipulated, which may have contributed to the reported and observed damage. Excessive manipulation of the device without sufficient care could have led to the defect identified. It was determined that the continuity and electrical tests performed on the device were within specifications. Moreover, because the devices cannot be functionally tested under conditions that replicate the anatomical or procedural factors encountered during use. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a captivator ii snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snares were initially unable to fully cut the polyp, and when they eventually did, the snare wire broke. The procedure was then completed using another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a0401 captures the reportable event of loop broken.

Event description:
It was reported to boston scientific corporation that a captivator ii snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snares were initially unable to fully cut the polyp, and when they eventually did, the snare wire broke. The procedure was then completed using another captivator ii snare. There were no patient complications reported as a result of this event.